Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
It was reported to carefusion that vela ventilator alarmed ventilator inoperable (inop), transducer fault, low positive inspiratory pressure, low expiratory volume and motor fault. The customer confirmed there was no patient involvement associated with the reported issue. The customer determined the most likely cause of the reported issue is the main board.

Manufacturer narrative:
A vyaire failure analysis lab technician was able to verify the customer's reported issue. Transducer pt801 has failed.